Event description:
The patient reported through a manufacturer representative that heat was generated by both the patient controller and the recharger telemetry module (rtm) cord while charging the implantable neurostimulator (ins). It was unknown whether any physical issues were observed with the devices. It was noted that the rtm cord was not heating at the connection point of the cable and the donut and that no error messages were observed with either device. The cause of the controller and recharger cord heating during ins charging was unknown. It was stated that both the controller and rtm were replaced during an on (B)(6) 2025 appointment to address the issue and the issue was resolved. No further event information was reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: recharger telemetry module, lot#serial#: unknown, product type: recharger, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.